Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation time of about 6 months the following was reported: patient was found on the floor at home, and was transferred to the emergency room. When arriving at ER no pulse was detected, but electrical activity was still present. A myocardial infarction with positive troponin was diagnosed. The patient died due to cardiogenic shock. The patient died although the following actions were taken: cardiac massage, resuscitation maneuvers, epinephrine injection and external defibrillation. The date of implant was not provided.